Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition occurred. The device's muffler assembly, in-line filter, blower assembly and machine flow sensor were replaced to address the issue.